Manufacturer narrative:
(B)(4). Returned for investigation was a 5fr. 80cm berman catheter without the original packaging. The lot number reported is 16f22l0045. The lot number of the returned device is suspected to be from the reported lot; however, no original packaging/label was returned. Upon return, the catheter body was immediately noted ruptured near the junction hub; the body was noted ruptured from approximately 88.8cm to 89.3cm from the distal tip of the catheter. The inflation lumen stopcock was in the open position. The recommended volume capacity of the balloon is 0.75cc. The supplied control stroke syringe was not returned with the sample. Upon microscopic inspection, a wrinkle was noted on the balloon surface; furthermore, stress marks were visible on the entire balloon surface. No condensation was noted within the inflation lumen extension line. No contrast media was noted within the injection lumen extension line. Dried blood was noted on the exterior surfaces of the returned sample. No other damage or abnormalities were noted. The inflation lumen was injected with 0.75cc of air using a lab inventory control stroke syringe. The balloon inflated symmetrically. One side of the balloon measured approximately 4mm. The other side measured approximately 4mm. The balloon did meet specifications of radius ratio less than or equal to 2.0. The inflation lumen was injected with 0.75cc of air using a lab inventory control stroke syringe. The balloon inflated symmetrically. The balloon deflated in less than 3 seconds when the syringe was removed per specification. No pull away was noted after the tug test. The balloon was placed in water and air was injected into the inflation lumen again. No leak was noted. The ruptured catheter body did not result in damage to the inflation lumen. The catheter's injection lumen was aspirated/flushed , and air was noted leaking from the ruptured catheter body. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "catheter break while giving injections" is confirmed. The catheter body was found ruptured near the junction hub during visual inspection of the returned sample. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the ruptured catheter body. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to address the issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, the "catheter broke while giving injections under correct parameters". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. Patient status is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, the "catheter broke while giving injections under correct parameters". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. Patient status is reported as fine.

Event description:
It was reported that during use on a patient, the "catheter broke while giving injections under correct parameters". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. Patient status is reported as fine.

Manufacturer narrative:
Qn# (B)(4).